Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 433 mg/dl. Auto mode was active at the time of high blood glucose event. Customer also stated that insulin pump had crack on the back. The insulin pump will returned for analysis.